Event description:
It was reported via repair work order that the zoom drive would disengage during use due to malfunctioned drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.